Event description:
Customer reported an issue with the beneview monitor's mpm module, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit. Corrections included repairing the unit's cracked solder joints on that front panel connectors. Unit was calibrated and safety tested to factory's specifications.